Manufacturer narrative:
After further review of additional information received the following sections g4: PMA/510k, g7, h2: if follow-up, what type, and h6 have been updated accordingly. The .018¿ 40 3 x 4 slalom thrill percutaneous transluminal angioplasty (pta) balloon was inserted and inflated; however, it ruptured at ten atmospheres (10 atm). There was no reported patient injury. This procedure was for a shunt case and the lesion had little calcification. The balloon was within nominal pressure. The device was not returned for analysis. A product history record (phr) review of lot: 17728332 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be determined. With the limited amount of information provided and without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. However, the procedure performed was a shunt percutaneous transluminal angioplasty (pta) case. Arteriovenous shunts are often scarred and fibrous in nature and therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17728332 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the .018¿ 40 3 x 4 slalom thrill percutaneous transluminal angioplasty (pta) balloon was inserted and inflated, however, it ruptured at ten atmospheres (10 atm). There was no reported patient injury. This procedure was for a shunt case and the lesion had little calcification. The balloon was within nominal pressure. The device will not be returned as it was discarded due to infectious disease.